Event description:
Three weeks after treatment with cosmoderm and cosmoplast the patient had observed redness, swelling and tenderness at the treatment sites. The physician assessed symptoms and prescribed topcial elidel and protopic along with oral vioxx. This is the same event and the same patient reported under MDR ID # 2024601-2004-00178. This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corp.